Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in an unknown vessel was predilated with a maverick balloon. A taxus express2 2.5x12mm drug eluting stent was frayed. The stent was removed and exchanged for another taxus stent. No patient complications were reported.